Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and discomfort. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.